Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 8x15mm palmaz genesis/slalom device was removed from the package in an appropriate manner, the scrub person noticed the stent fell off the balloon. The case was completed with the use of a new palmaz stent. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. The device was prepped per the IFU without difficulty. The stent was not manipulated while prepping the device. Negative pressure was not applied to the stent delivery system (sds). The device was discarded.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, g6, h1, h2, h3, h6, and h11 as reported, when the 8x15mm palmaz genesis transhepatic biliary stent on slalom delivery system was removed from the package in an appropriate manner, the scrub person noticed the stent fell off the balloon. The case was completed with the use of a new palmaz stent. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. The device was prepped per the IFU without difficulty. The stent was not manipulated while prepping the device. Negative pressure was not applied to the stent delivery system (sds). The product was not returned for analysis as the device was discarded. A product history record (phr) review of lot 82233416 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is likely procedural and/or handling factors may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis transhepatic biliary stent on slalom .018¿ delivery system should be examined to verify functionality and integrity. Preparation of stent delivery system: a. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. B. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Event description:
As reported, when the 8x15mm palmaz genesis/slalom device was removed from the package in an appropriate manner, the scrub person noticed the stent fell off the balloon. The case was completed with the use of a new palmaz stent. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. The device was prepped per the IFU without difficulty. The stent was not manipulated while prepping the device. Negative pressure was not applied to the stent delivery system (sds). The device was discarded.